Event description:
Event description cpi received information that this implantable pulse generator (ipg) could not be interrogated after a catheter ablation procedure. The ipg had operated appropriately during the first two procedures and after the third procedure it could not be interrogated. The ipg reverted to stat 1, vvi pacing and could not be reset. The ipg was explanted.